Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the leg for longer than 72 hours. Following pod removal on (B)(6) 2026, the patient reported pain, redness, and swelling at the application site and reported infection. Medical attention was sought on (B)(6) 2026. The patient was hospitalized for approximately 30 hours. During hospitalization, ultrasound evaluation and treatment with antibiotics, anti-inflammatories, and paracetamol were administered. A newly applied pod was removed during medical evaluation at the request of a healthcare provider. The patient reported improvement and was discharged on (B)(6) 2026. No abnormal blood glucose changes were reported. The pod was discarded and unavailable for return.